Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis with a rusted drain fitting, cracked enclosure causing a leak, also heavily stained and marked, both covers were cracked and marked, worn line cord and pole clamp and no reflux attached. During analysis, the reported event was duplicated. It was noted that damaged lcd was the cause of the reported issue. Service replaced the printed circuit board to correct the reported event. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is noted to be due damaged lcd.

Event description:
It was reported that the device had a broken lcd. No patient injury or complications were reported in relation to this event.